Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a lead evaluation t wave oversensing was noted. In attempting to recreate the oversensing, the left ventricular lead was switched to pace bipolar. The patient is pacemaker dependent and feels symptomatic. Both leads remain in use. No patient complications were reported as a result of this event.